Manufacturer narrative:
An event of device embolization to the left ventricle was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, information from the field indicated the patient had "a floppy septum and the patient anatomy included a deficient rim."

Event description:
A 26 mm amplatzer septal occluder (aso) was implanted per the IFU with the defect balloon-sized to stop flow. Later that evening, the aso was found to have embolized to the left ventricle. On (B)(6) 2018, the aso was surgically removed and the defect was closed. Per report, the septum was noted to be floppy and the patient anatomy included a deficient rim. Post surgical procedure, the patient is reported to be doing well.